Event description:
It was reported that during testing, the pcu was smoking. There was no patient involvement. The customer later provided the following information: the device was found by the equipment coordinator with a note stating, "broken- fire hazard, electrical issue, smoking" on (B)(6) 2025.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report that the device was smoking was not replicated during investigation, however given the observed thermal damage it is likely the thermal damage propagated some amount of smoke external and internal inspection was performed on the suspect device and there was found thermal damage on the first four (4) pins (ground pin, +8v left pin, moddetl pin and spare a pin) of the left iui connector. No other issues or anomalies were found. Two instances of error 133.6090 (main_speaker_failure) were identified in the suspect device¿s error logs. The first occurred twenty seconds after restarting an infusion, and the second appeared two seconds after powering the device back on. The damaged iui connector was removed for inspection. Each pin continuity testing and resistance measurement showed that all pins were electrically functional, with the most affected first four (4) pins (ground pin, +8v left pin, moddetl pin and spare a pin) measuring between 0.1- 0.2 o. No unintended short circuits between pins were detected. The thermally damaged iui connector was replaced with a known good iui connector for testing purposes only with expected to pass all preventive maintenance tests. The suspect pcu passed all operational tasks during asm preventive maintenance testing without any issue. The event date of the complaint was noted to be december 31, 2025; however, time was not provided. All logs were downloaded from the suspect device for analysis. No records were registered on the event date provided. The error logs were reviewed, and two (2) instances of error 133.6090 (main_speaker_failure) were found on december 30, 2025. Additionally, error 120.4370 (low_8v_failure) was recorded between the two occurrences of error 133.6090, with a total of one hundred sixty-five (165) instances. Both error codes (133.6090 and 120.4370) are associated with a short circuit, consistent with the damage observed on the left iui connector. These findings support and confirm the issue reported in the complaint. The last power-on event recorded in the logs occurred on december 30, 2025. Two pump modules (s/n (B)(6) assigned to channel a and s/n (B)(6) assigned to channel b) were connected to the suspect pcu. It was observed that pump module s/n (B)(6) was connected to the left iui (the thermally damaged iui). ¿new patient¿ was not selected, and the profile in use was identified as med/surg/oncology. At 08:06, pump module 8100 s/n (B)(6) (channel a) was programmed and started at 75 ml/h with a vtbi of 1000 ml, while channel b (s/n (B)(6)) remained idle. Channel a was paused at 08:26 and again briefly between 08:30- 08:31, during which the pump door was opened and closed before restarting. At 08:52, both pump modules were simultaneously disconnected from the system. At 8:53, a malfunction ¿audio failure¿ was displayed (error 133.6090), followed by another malfunction (error 120.4410: low_backup_voltage_failure). At 9:27, the power-off command was pressed, and from 9:27 to 9:27, the system shut down completely. No other infusion was performed. Root cause: the root cause of the reported device smoking is being attributed to a thermal event in the left-side inter-unit interface (iui) connector, which was found burnt. The probable cause of the thermal event is being attributed to a short circuit caused by liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. Note that this report lists imdrf annex a09, a070504, c0201, d15, g02035, g02002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during testing, the pcu was smoking. There was no patient involvement. The customer later provided the following information: the device was found by the equipment coordinator with a note stating, "broken- fire hazard, electrical issue, smoking" on 31 december 2025.